Manufacturer narrative:
We received one single dpt kit model px260 for examination. The reported event of "high blood pressure readings" was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. The pressure reading was also stable during an 8 hour output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during a pressure test. No visible damage was observed from the dpt kit. A review of the manufacturing records indicated that the product met specifications upon release. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that high blood pressure readings were observed from a disposable pressure transducer over a course of 7 minutes. The non-invasive blood pressure (nibp) showed that the patient was normotensive. The dpt set was changed and then correlated with the nibp. There was no allegation of patient injury reported. Inquired of patient demographics. Unable to be obtained.